Event description:
It was reported that during a stent graft placement procedure for treatment of right iliac vein stenosis via right superficial femoral vein access, the tip of the stent graft allegedly partially deployed. It was further reported that catheter was removed and resistance was felt. Reportedly, another endovascular stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the physical sample was not returned, and images have not been provided. The alleged failure could not be re produced which led to an inconclusive evaluation result. As a result of the investigation performed the complaint is inconclusive. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The fluency plus vascular stent graft is intended for use in the iliac and femoral arteries. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure for treatment of right iliac vein stenosis via right superficial femoral vein access, the tip of the stent graft allegedly partially deployed. It was further reported that catheter was removed and resistance was felt. Reportedly, another endovascular stent was used to complete the procedure. There was no reported patient injury.